Event description:
The customer reported to baxter (B)(4) a blood transfusion set in which there was a leak of blood found during infusion on a patient. According to the nurse, "the system bag-transfusion set dropped to the level of the junction in y." The transfusion stopped an hour after it was started. There are no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: the sample was not available for evaluation. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. A batch review could not be performed as the lot number is unknown. If additional information becomes available or the sample is received, a follow up report will be submitted.